Event description:
It is reported that the device was implanted in 2008, and that the patient was revised in 2009, due to the device breaking.

Manufacturer narrative:
Evaluation summary: no product was returned for evaluation. From the returned photographs it appears that the hinge post extension and the hinge post both fractured near the threads due to fatigue. However, the cause of the fatigue loading is unknown. X-rays that were provided indicate that the patient presented with an anterior dislocation of the femur relative to the articular surface. This resulted from the lack of stability provided by the fractured hinge post extension. The implant alignment prior to failure cannot be determined from the x-rays. Without return of the parts and additional information such as implant alignment, analysis as to why the fractures occurred cannot be performed. Without additional information, the probable cause can not be determined. Evaluation: no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.